Event description:
Customer reports to have high blood glucose ranging from 325 mg/dl to 475 mg/dl. Which was treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer could not continue troubleshooting as she did not have a tubing clamp in order to continue. Customer has also reported an infection at insertion site which is being treated with keflex. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.